Event description:
The plaintiff's attorney alleges that the decedent experienced a cardiac event after the use of the product during dialysis treatment and subsequently expired on the same day.

Manufacturer narrative:
Patient code was used for the cardiac event as there is no other code that best describes such event. This is one event for the same patient involving two separate products.